Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4 h3, h4, h6: part # 314.23. Synthes lot # a4ge678. Supplier lot # na. Release to warehouse date: 18 jun 1997. Manufactured by synthes exton. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cannulated 4.0 hexagonal screwdriver sft (part #: 314.23, lot #: a4ge678) was received at us customer quality (cq). Upon visual inspection, the hexagonal tip of the device has broken off. Surface scratches were also noticed. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: distal shaft od = conforming. Middle shaft od = conforming. Document/specification review: (current) and (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal hexagonal tip of the complaint device has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while inspecting the instruments after going through the decontamination process, I noticed that one synthes cannulated hexagonal screwdriver shaft was damaged. The tip of the power shaft was completely break off. It was unknown that when the damaged occurred. There was no patient involvement. This complaint involves one (1) device. This report is for (1) cannulated 4.0 hexagonal screwdriver sft . This report is 1 of 1 for (B)(4).